Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, there was a bowel leak due to an incomplete staple line requiring intervention. Intuitive surgical inc. (Isi) contacted the clinical sales representative (csr) and obtained the following information from the operating surgeons colleague. The leak was identified a few days post-operatively while the patient was still hospitalized but was experiencing abdominal pain and fevers. A CT scan was performed and revealed an anastomotic leak from the eea staple line. During the procedure the surgeon had placed a drain near the anastomosis therefore, the leak was contained in the drain and no additional surgery was required. The surgeon's colleague reported there was no complications during surgery, and reports no events directly related to the use of the sureform 60 stapler instrument and the reloads used to complete a staple line during the surgery. Isi has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The sureform 60 stapler instrument logs show (part number 480460-09), (lot number k10230517-0295), was installed on the system 8x and fired 5 reloads (5 blue). On installs 1-4, the firings were completed with no pauses for compression. On installs 5 and 6, the stapler failed to initialize with the system, citing that the sf lockout was detected. On install 7, the stapler initialized and detected a blue reload, however no clamping or firing was performed. On install 8, the first 3 clamp attempts were aborted at ~89%, ~58%, and ~70% completion, respectively. The user then made 3 successful clamps. The 7th clamp attempt was aborted at ~46% completion. The next 3 clamp attempts were successful, and the firing was completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were relevant stapler related errors in the logs.